Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was 419 mg/dl. The customer reported that the buttons were hard to press and they scroll up. It was reported that they changed the infusion set and had high blood glucose. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with all no button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to perform self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.